Event description:
It was reported that, the customer was hospitalized for low blood glucose levels. Prior to troubleshooting, the pump was found in the rewind/prime mode. The customer contact inserted a new reservoir into the pump, while the customer was connected and the pump had not been fully rewound. Pump passed troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowlegde.